Event description:
It was reported that the customer had many no delivery alarms. Customer was explained that it is normal and might be due to some occlusion or bent needle. Customer was not able to troubleshoot at this time. Customer will call the hospital to see if she can try another pump. No additional information provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this t time. We therefore consider this report complete to the best of our knowledge.